Event description:
It was reported that while the ventilator was connected to a patient, its measured/displayed peep (positive end expiratory pressure) changed 16 cmh2o from the set 6cmh2o. The patient got tachycardia, tachypnea and desaturated to unknown level. The ventilator was replaced with another one and the patient stabilized. The final patient outcome was no injury. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
The ventilator was examined, and no fault was found. No parts were replaced therefore the investigation consists of an evaluation of the ventilator¿s logs and the complaint information that was received. The ventilation period that includes the reported event lasted 10 days, 8 hours and 50 minutes. The pre-use check before start of ventilation passed all the tests except the battery switch test that was not performed. The pre-use check two days after the event was successful. There are no technical error codes in the in the logs to indicate a ventilator malfunction. The total ventilation period contains many clinical alarms that are common during ventilation therapy, but the first high peep alarm was generated first after 9 days and 22½ hours. Thereafter there was a total of 52 high peep alarms during a period of 2 hours 48 minutes. There was no high peep alarm during the remaining 7 hours 32 minutes of ventilation until the setting of the ventilator into standby. The pre-use check before start of ventilation passed all the tests except the battery switch test that was not performed and is not relevant for ventilation for this investigation and therefore this pre-use check is regarded as successful. The pre-use check two days after the event was successful. There are no technical error codes in the in the logs during the entire ventilation period of 10 days, 8 hours, and 50 minutes to indicate a ventilator malfunction. The set peep value was 6 cmh2o and the high peep alarm limit was 15 cmh2o when the first high peep alarm was activated which implies that the alarm limit had been exceeded. There is nothing in the logs prior to the activation of the alarm that indicate that there was a ventilator malfunction or a change in the ventilation¿s parameters or the alarm limits that could have led to the activation of the high peep alarm for ventilation that had been ongoing in the same ventilation mode for 10 hours. The most likely cause was occlusion in the patient circuit caused by build-up of precipitations from nebulization and secretions from the patient. The alarms which total 52 were generated during a period 2 hours and 48 minutes. Some parameter and alarm limits changes were made but the alarms persisted indicating that no changes were done to the patient circuit. The alarm ceased after a change the mode of ventilation and parameters and it is very likely that during this time the occlusion issue was resolved to enable further ventilation for 7½ hours without the high peep alarms. The conclusion in the matter is that there was no ventilator malfunction but the reported jumping of the peep value from 6 to 16 cmh2o most occurred as reported. The pre-use checks prior to and after the event were successful. No parts were replaced. There were no technical error codes to indicate a ventilator malfunction. The cause of the reported increase in peep was most probably occlusion in the patient circuit.

Event description:
Manufacturer's ref. #: (B)(4).